Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 640 mg/dl at time of incident and current blood glucose 154 mg/dl. The customer had symptoms such as severe respiratory distress, cold extremities. The customer treated in the hospital. The customer alleges pump was under delivering and the pump was not working correctly. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.